Manufacturer narrative:
During inspection and testing the following was found: an unidentified yellowish/brown foreign material in the forceps elevator and dirt on the bending section cover due to insufficient reprocessing. The customer¿s complaint (low angulation) was confirmed, testing results found low angulation in all directions due to deformation of the bending tube. The second reported issue (play in the angulation knob) was not reproduced during testing. In addition, there were scratches on multiple parts of the device, the connecting tube and universal cord were discolored due to handling, the connecting tube was wrinkled due to the resin becoming cracked due to chemical stress, the image guide protector was cut due to handling, the forceps channel port and suction cylinder were shaved due to handling, the image was foggy due to damage on the charge coupled device unit, switch one and two did not work due to corrosion, suction volume did not meet standard due to the suction cylinder being shaved, and the scope connector had corrosion due to water leakage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that, during normal maintenance, the field service engineer found low angulation and no angulation when the angulation knob of the device was turned. There were no reports of patient harm associated with this event. The subject device was sent to olympus for evaluation. During inspection and testing the following was found: foreign material was found on the device. This report is being submitted for the malfunction found during evaluation (foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following questions were answered: what was the foreign material: could not be identified does the user inspect the device for any abnormalities before using it: yes. Has this device been used on a patient with foreign material: there is a possibility that it was used. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material adhered to forceps elevator / a-rubber (bending section cover) was dirty due to the device being returned to olympus without completion of reprocessing at the user facility. The event can be prevented by following the instructions for use (IFU): "IFU: tjf type 150 operation manual chapter 3 preparation and inspection shows how to detect the events. IFU: tjf type 150 reprocessing manual 3.5 manual cleaning shows how to prevent the events." Olympus will continue to monitor field performance for this device.